Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's cat chewed through their infusion set tubing on(B)(6) 2026 the infusion set was in use for day and a half. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.